Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, there are multiple patients having myopic outcomes after lens implantation. Additional information was provided. The iol was explanted in a secondary procedure due to clinical issues impacting preoperative measurements and postoperative vision. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Information was provided that an company cataract refractive manager performed a chart review with the surgeon. All of the company lens explants were in patients with clinical issues impacting preoperative measurements and postoperative vision. Discussed with surgeon patient selection guidelines. The manufacturer internal reference number is: (B)(4).